Event description:
Reporter indicated the serial cable on a vns (B) (6) computer was loose and was causing communication problems. A new serial cable was installed into the computer and the computer functioned normally per the reporter. Attempts for return of the suspect serial cable were unsuccessful, as the reporter indicated the serial cable was lost.